Event description:
Lv shock impedance has been greater that 3000 ohms over the last 9 months and then will drop back to normal range. Lead currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.